Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. International medical device regulators forum (imdrf) adverse event reporting (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event on 04-jul-2021 that occurred in (B)(6) within the (B)(6) region. The reported event description "during use, the user found that operation channel was obstructed." Involving the pentax medical viedo colonoscope model ec38-i10m, serial number (B)(4). On 19-jul-2021, a device history record(DHR) review for model ec38-i10m, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at the (B)(4) facility on 14-jan-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 15-jan-2015. The investigation is in-process.